Event description:
A physician allegedly had an allergic reaction after wearing the biogel skinsense n gloves. The alleged incident included swelling of the pt's tongue. The physician is described as highly allergic to latex. The gloves involved contain no latex.